Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01027; 342-12-709, s809 - trauma, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient fell resulting in her surgery incision re-opening and the beginning signs of infection. This drove dr. Decision to swap the insert with a new one.